Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump and catheter were replaced on (B)(6) 2025. The pump was being returned to the manufacturer for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (12.0 mg/ml at 6.970 mg/day) and baclofen (870 mcg/ml at 505.34 mcg/day) via an implantable pump. It was reported that the patient was hearing a critical alarm going on and off intermittently. The clinician checked the logs and confirmed motor sta lls having occurred. As per the logs, the following occurred: on (B)(6) 2025 at 9:44 am - pump motor stall recovery, on (B)(6) 2025 at 9:42 am - critical alarm - pump motor stall occurred, on (B)(6) 2025 9:47 am - pump motor stall recovery, on (B)(6) 2025 at 6:51 am - critical alarm - pump motor stall occurred, on (B)(6) 2025 at 8:26 am - pump motor stall recovery, on (B)(6) 2025 at 8:38 am - critical alarm - pump motor stall occurred, on (B)(6) 2025 at 9:19 am - pump motor stall recovery, on (B)(6) 2025 at 10:21 am - critical alarm - pump motor stall occurred, on (B)(6) 2025 at 10:26 am - pump motor stall recovery, on (B)(6) 2025 at 9:40 am - critical alarm - pump motor stall occurred, on (B)(6) 2025 at 9:45 am - pump motor stall recovery, on (B)(6) 2025 at 5:39 pm - critical alarm - pump motor stall occurred, on (B)(6) 2025 at 5:56 pm - pump motor stall recovery, on (B)(6) 2025 at 5:40 pm- critical alarm - pump motor stall occurred, on (B)(6) 2025 at 6:05 pm - pump motor stall recovery on (B)(6) 2025 at 6:15 pm- critical alarm - pump motor stall occurred, on (B)(6) 2025 at 6:34 pm - pump motor stall recovery on (B)(6) 2025 at 10:56 pm- critical alarm - pump motor stall occurred, on (B)(6) 2025 at 12:25 am - pump motor stall recovery, on (B)(6) 2025 at 6:45 pm- critical alarm - pump motor stall occurred, on (B)(6) 2025 at 7:52 pm - pump motor stall recovery, on (B)(6) 2025 at 9:40 am- critical alarm - pump motor stall occurred, and on (B)(6) 2025 at 9:45 am - pump motor stall recovery, patient education was provided to make sure no magnets are placed over top of the pump. There were no known known environmental factors that may have led or contributed to the motor stalls. The issue was not resolved as of (B)(6) 2025. The clinician decided they will likely explant the pump and re-implant in the future. Surgical intervention was planned but not scheduled. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) indicated that on (B)(6) 2025, the patient was admitted to the hospital and had a prolonged hospitalization greater than 48 hours. The patient's medical history included spasticity.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that related to the hospitalization greater than 48 hours, the patient experienced increased spasms and poor pain control. The hcp stated that they were observing the patient for baclofen withdrawal for the 48 hours and increasing his oral dose of baclofen. The hospitalization and symptoms resolved and the patient was discharged home. The patient's pump and catheter were replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified; neu_unknown_cath: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.